Event description:
It was reported that during an unknown procedure, the device could not be fired. Changed another one to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 11/14/2008. Cam disengaged. Evaluation summary: the analysis results found that the device was received in good visual condition with the two halves separated and a cartridge loaded in the device. The reload had the swing tab in the locked position, and the proximal 6 drivers up without staples; the remaining drivers were down with staples present. The firing knob advanced and the cam was disengaged. The device cam was reengaged manually and tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specs; in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.